Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-oct-2019 with the following findings: the complaint was reported on (B)(6)-2018; according to the pump history the pump was in use until (B)(6)-2019. Due to continued pump use, all black box and alarm history had been overwritten for time of complaint. A review of the black box data from (B)(6)-2019 to (B)(6)-2019 showed no evidence of cs 064 alarms. During testing, the pump rewind, load and prime steps were performed successfully and the was exercised for 12 hours with no cs 064 call service alarms occurring. The complaint of cs 064 call service alarms issue was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.